Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2006 and mesh and (bs) obtryx were implanted. The patient experienced erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure in order to treat vault prolapse, cystocele, rectocele, enterocele, and stress urinary incontinence and mesh was implanted. At the time of implantation the patient underwent concurrent procedures of anterior and posterior colporrhaphy, extraperitoneal colpopexy, enterocele repair, suburethral sling and cystoscopy. It was reported that the patient underwent excision of a foreign body on (B)(6) 2007 for pelvic pain and urinary retention with voiding dysfunction.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, vault prolapse, a cystocele, a rectocele, and an enterocele. The patient underwent the concurrent procedures of an anterior and posterior colporrhaphy, extraperitoneal colpopexy, enterocele repair, and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, recurrence, and bleeding. It was reported that the patient underwent mesh excision on (B)(6) 2007 due to worsening urinary problems, bleeding, constant pain and pressure, unable to void and have to rock back and forth to urinate. The patient underwent mesh revision on (B)(6) 2008 due to obstructed bladder outlet, overactive bladder and urge incontinence. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.